Event description:
Boston scientific-target was notified that the physician pushed the gdc 10-ultra soft stretch resistant coil synerg detection circuit. This coil seemed too long. The physician decided to retrieve it; however, when they tried to retrieve, the coil prematurely detached. The pt is in good condition.